Manufacturer narrative:
The associated complaint device was returned and evaluated. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported that during the surgery the plastic tip of the impactor broke off.